Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that during a remote follow up, noise resulting in oversensing and inappropriate automatic mode switching was noted on the right atrial (ra) lead. The physician suspected the noise was due to lead damage. However; no diagnostic imaging was performed. Abbott technical support was contacted. However; no intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.